Manufacturer narrative:
Investigation including root cause determination is in progress.

Event description:
A system operator reports one custom pt with topographically-observed "central islands" (corneal irregularities) following a bilateral custom myopia laser procedure. This pt was found to have a 3-line decrease in the left eye at 11 days post-op. There was no decrease in bcva in the right eye. This report is being submitted for the left eye, the right eye is being submitted as a malfunction under MFR report number 1061857-2007-00025. Surface irregularities associated with laser refractive surgery can interfere with vision. Some irregularities spontaneously resolve after several months. Pts with persisting irregularities may be treated with alternative methods including spectacle correction, contact lens correction or surgery. Additional info has been requested.